Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site inflammation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A physician reported that the patient's stoma site had been inflamed for several weeks and smelly. Per physician, the patient had been hospitalized for approximately 2 weeks and discontinued duodopa therapy on (B)(6) 2025. On (B)(6) 2025, the peg tube was removed and a new peg and j tube were placed. It was reported that the patient began produodopa since on (B)(6) 2025 and was not yet decided if the patient will continue produodopa subcutaneous or switch back to duodopa therapy.